Event description:
On (B) (6) 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a CT scan revealed a type ii endoleak originating from the inferior mesenteric artery. On (B) (6) 2010, the pt underwent coil embolization of the inferior mesenteric artery. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional device involved: pxc121200/06586147.